Event description:
Related manufacturing reference number: 2017865-2022-17475. It was reported via a literature review that the patient's right ventricular (rv) lead had high pacing impedance due to being fractured. Additionally, a chest x-ray showed right atrial (ra) lead was dislodged, but the physician elected to leave the ra lead as is since the parameters all within optimal ranges. A new rv lead was successfully implanted, but it is not known what was done with the old rv lead. The patient was stable throughout the procedure. Further information was requested but not received.